Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. After a firmware download, normal device function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.